Manufacturer narrative:
1 x oa-10 of an unknown lot number was not returned to cirl. Documents review including IFU review: prior to distribution all oa-10 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the oa-10 device could not be completed as the lot number is unknown. The lot number of the device could not be confirmed the instructions for use, ifu0096-1 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ and ¿wire guide diameter and inner lumen of wire guided device must be compatible.¿ root cause review: a definitive root cause is due to the use of an incorrect wire guide, the user states that a 0.025in wire guide was used in this procedure. Summary: according to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
Supplemental correction report is being submitted due a review of this complaint file. Annex c code is being updated from "c070601 - deformation problem" to "c23 - usage problem identified".

Manufacturer narrative:
Device evaluation: 1 x oa-10 of an unknown lot number was not returned to cirl. Lab evaluation: n/a. Image review: n/a documents review including IFU review: prior to distribution all oa-10 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the oa-10 device could not be completed as the lot number is unknown. The lot number of the device could not be confirmed the instructions for use, ifu0096-1 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ and ¿wire guide diameter and inner lumen of wire guided device must be compatible.¿ root cause review: a definitive root cause is due to the use of an incorrect wire guide, the user states that a 0.025in wire guide was used in this procedure. Summary: according to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Customers tried to insert clso-10fr plastic stent into the bile duct compatible with oa-10. However, the white proximal wire port of the inner catheter was detached from the internal induction catheter. This has occurred frequently in recent, and customers have requested inspection of joints, and confirmation of product changes during production process. ((B)(4)) for your information, it is difficult to track lot numbers because the products are discarded. As per information received on 11-may-21: the replacement oa-10 was used with the 0.025in wireguide. . This file is created to capture the use of incorrect size wireguide with replacement oa-10. Did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No for all complaints, ask: what is the reorder number of the wire guide used with this device? Visiglide 2 guidewire - outer diameter 0.025in / length 450cm / tip shape angled / first use if not, with the device in question, how was the procedure finished? After switching to another oa-10, the procedure was finished using it. For complaints occurring during use (once in contact with endoscope), also ask: had a sphincterotomy been performed prior to this occurrence? Yes what is the endoscope manufacturer and model number that was used? Olympus tjf260v please describe the location in the body where the stent was to be placed. Right hepatic duct was resistance encountered when advancing the wire guide through the obstructed area? Yes, it was was resistance encountered when advancing the introduction system in place? Yes, it was was resistance encountered when advancing the stent through the obstructed area? Yes, it was after placement, was stent position verified? They ended the procedure without placing the stent. If yes, please describe how. Please estimate amount of time the stent was in place prior to this occurrence. Unknown did any section of the device detach inside the endoscope or patient? No